Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized in the hospital on (B)(6) 2024 and underwent the dacron-sheathed hemodialysis catheter insertion. At that time, the hemodialysis catheter was intact and undamaged. After that, the patient underwent hemodialysis 5 times in the hospital, and no damage was found. After discharge, the patient underwent hemodialysis (three times a week) in an external hospital for about 10 times. On (B)(6) 2024, the patient underwent hemodialysis; it was found that there were bubbles at the arterial end of the hemodialysis tube when using the machine. The reverse connection of the catheter could complete the hemodialysis. On (B)(6) 2024, there were still bubbles when drawing blood from the arterial end. The reverse connection hemodialysis found that there was blood leakage at the arterial end of the catheter. The patient and family came to the department on (B)(6) 2024. The doctor checked the hemodialysis catheter and found no obvious cracks. On (B)(6) 2024, when preparing to use the machine, bubbles were seen when the syringe was used to withdraw from the arterial end. It was observed that the arterial end of the catheter and the syringe connection interface had cracks. The patient could not be used with the catheter for hemodialysis treatment, and the tube was sealed. Hand was the method used to utilize to tighten the adapters. Cleaning agent(s) allowed to dry thoroughly prior to applying ointment(s) to the area. As a remedial action the catheter was replaced and the procedure was completed in the hospital. Catheter was not repaired. No excessive force use on the device. Betadine was the cleaning agent used on the device. There was a leak. Tego was not utilized. Nothing unusual observed on the device prior to use. Flushing was done with normal results. The intervention required was to reinsert the catheter. There was 1ml of blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection of the submitted videos noted one palindrome catheter in use with blood leaking. Aside from the blood leakage, there appeared to be no abnormalities with the device. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.